Event description:
Customer reported that during irrigation, the cannula detached from the syringe and entered the patient's eye. As a result the patient had a retinal hemorrhage and dislocated iol and rupture of the posterior capsule. In 2009 the patient required a second procedure for removal of the iol, vitrectomy and implant on aciol. Additional follow-up information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress.